Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5.5mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) year old patient underwent a catheterization procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon ruptured during deployment. The device was removed and the patient was converted to 25 minutes of manual compression at which time hemostasis was achieved. It is unknown if the patient was hospitalized or not, but it was reported that hospitalization was not required due to the mynx device/mynx procedure. No further information is available.